Event description:
It was reported that the ilet bionic pancreas became nonfunctional when the sleep/wake button was unresponsive, the screen remained blank, the device did not power on or vibrate, and it did not charge on the dock; the mobile app showed the device was not connected, and the patient uses a dexcom g7 and has backup therapy. Symptoms included no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with a component failure related to the switch mechanism, consistent with an unresponsive key or button. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.